Event description:
It was reported that the patient had a total catheter revision on (B)(6) 2013. The patient had a cerebrospinal fluid (csf) lumbar leak. Additional information was requested but was not available at the time of this report.

Event description:
It was later reported that the patient had experienced headache. The device system delivered clonidine and bupivacaine at the time of this event.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).